Manufacturer narrative:
Concomitant medical products: product ID: 9735821r, lot number: p900542, product ID; 9735843. A medtronic representative went to the site to test the equipment. The psu and cable were replaced. The system then performed as intended. Codes b01, c07, and d02 are applicable to this analysis. The camera was returned to the manufacturer for analysis. The psu has many nicks and scratches on the housing including both lenses. Codes b01, c02, and d02 are applicable to this analysis. The cable was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Device available for evaluation: the cable was returned on 2022-11-2022, and the psu was returned on 2022-11-30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a localizer not found error. It was discovered that the camera cable was pinched and stretched. It was also found that the camera was not working. The cable, ethernet connector, and camera were replaced. There was no patient involved.